Event description:
It was reported that the battery gauge was fluctuating intermittently resulting in the pump shutting down on multiple occasions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until they were able to obtain a new device due to warranty expiring.